Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. A mitraclip xtw was implanted with no issues, reducing the mr to a grade of 1. The patient returned for a thirty-day check-up, and a single leaflet device attachment (slda) off the anterior leaflet was observed. On (B)(6) 2022, a mitraclip procedure was performed to treat the slda and severe mr grade 4. Two mitraclip xt devices were placed; one was placed medially and the other was placed laterally. The procedure was completed with the mr reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot-specific product issue. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a